Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. D2b: (dqy; lit). Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a fistulagram angioplasty procedure using the dorado pta balloon catheter. Prior to the procedure when removed the product from the package and pulled the stylet and plastic casing the balloon allegedly felled off from the shaft. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter returned for evaluation. Upon visual inspection, it was noted the device was returned with the stylet loaded within the lumen. The balloon protector was also loaded over the balloon. There was a complete circumferential break on the proximal balloon joint. It was noted the inflation lumens were exposed and had a circumferential break as well. No detachment was present. No anomalies noted to the bifurcate and luers. Microscopic analysis was performed on the proximal glue joint and inflation lumen breaks. No further functional testing was performed. One photo was provided and reviewed. The photo shows the dorado balloon with balloon protector was seen over the balloon. A catheter stylet was observed to be inserted into the distal end of the balloon. The balloon was separated from the catheter. There was a complete circumferential break on the proximal balloon joint. Hubs were not visible in the provided photo. No other anomalies were noted. Therefore, the investigation is unconfirmed for the reported detachment as no detachment was noted to the returned device. However, the investigation is confirmed for the identified break as break was noted on the proximal joint between balloon and catheter. A definitive root cause for the reported detachment and identified break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D2b: (dqy; lit), g3, h6 (device, component, method, result, conclusion) section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a fistulagram angioplasty procedure using the dorado pta balloon catheter. Prior to the procedure, when removed the product from the package and pulled the stylet and plastic casing the balloon allegedly felled off from the shaft. The procedure was completed using another device. There was no patient contact.